Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing and inappropriate shocks. This was believed to be due to previous discrimination for svt (supraventricular tachycardia). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the actual device was not received for evaluation. Analysis of the device memory was performed and no anomalies were found.